Event description:
On (B)(6) 2011- coronary, left ventricular, left internal mammary and renal artery angiography and left heart catheterization as pre op evaluation for lumbar surgery. Consensus is that patient may proceed with surgery. On (B)(6) 2011- intertransverse process posterior lateral fusion, l2, l3, l4, l5 and s1 bilateral; insertion of bone formative materials (B)(6) 2011- office visit for staple removal; fu in 3 weeks (B)(6) 2012- office visit note indicates lumbar x-ray shows pedicle instrumentation l2 to sacrum; crosslink of 2, 3 at s1; no halo around screws except l2 (right); nothing is broken; suggest further assessment of implant¿s structural continuity via CT scan; pain thought to be due to nonunion of s1 joint or a loose screw at the s1 level. 11/14/2012- CT of lumbar spine shows ¿delayed on nonunion l5-s1 and loosening of screws.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent l2-s1 instrumented fusion bilaterally, and posterolateral fusion performed through a central incision. Emg monitoring indicated that "all screws were properly placed and positioned". Intraoperative complications included acute blood loss anemia (estimated blood loss 1800 milliliters, intraoperative transfusion with two units of packed rbcs 8 units of platelets and 550 ml of cell saver blood). On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, "quite frankly he is doing well. His incision is healing nicely, no frank dehiscence or overt drainage occurring". On (B)(6) 2012 the patient presented for follow up. Per the physician's notes, "the patient has some discomfort and pain in his lumbosacral spine, it is either his si joint, nonunion, or it is a loose screw at the s1 level". Additionally, "the patient reports that since surgery, he has had three tias. Since that time, he has had this propensity and sense that he has some rough and irritated area on his left hand and nails to the point there he will peel the nails back, and I suspect that he has had some injury to his brain as a result of the tias and anesthetic effect". On (B)(6) 2012 the patient presented with discomfort and pain in the low back. A CT scan indicated "what appears to be a delayed or nonunion at the l5-s1 level and possibly at the l2-3 level, which would explain the discomfort and pain, the s1 screws; the lowest screws that we inserted, show some loosening; the right l2 screw... Is showing some loosening, as well. Finally, an assessment of the structural position of the right l5 screw shows that it does extend into the vertebral bone of l5".